Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed a cracked weld on the battery fill port. Confirmed to be l eaking via penetrating cracks in the fillport (fp) weld/button weld area. The crack microstructure is consistent with environmentally assisted cracking (eac). No conclusive root causes have been found.

Event description:
It was reported that the device went to elective replacement indicator (eri) early battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076 implantable pacing lead (B)(6) 2009. (B)(4).